Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient threshold in rv had crested over 6.5 v. It was decided to replace rv lead at time of lead replacement. Old lead capped and abandoned. New lead implanted.